Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was sitting and suddenly heard a crack and felt pain, x-ray determined the modular neck was broken.